Event description:
Information received with return of the explanted device notes that in 1/97 the patient was treated for infection with antibi otics. The patient now exhibits significant skin erosion, purulent discharge and exteriorization oof the pulse generator.